Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Evaluated 1 open/used reservoir (1.0ml of clear liquid inside barrel) transfer guard and plunger not returned. Inspected reservoir's o-rings and stopper groove for anomalies appendix d and none was found. Using a new lab transfer guard and plunger; as follows: reservoir filled with diluent and found no leaks and no air bubbles during analysis; installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per (B)(4). Conclusion: reservoir passed per pre-fill, bolus, and basal test; no air bubbles, no leakage anomalies were found during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 326 mg/dl. The customer also reported a leak and air bubbles in the reservoir. The event involved product(s) mmt-1880l, mmt-332a & mmt-396a. Troubleshooting was done and customer reported the leaks were past the 2nd o-ring. Troubleshooting was declined for the high blood glucose values. It was unknown if the insulin pump was used within 48 hours of the reported event or if the automode/smart guard feature was active. No further patient complications were reported. The product(s) mmt-1880l & mmt-397a will not be returned for analysis. Mmt-332a will be returned for analysis.